Manufacturer narrative:
Insulin pump received with a responsive keypad working properly. However, hardware low level failures was confirmed during testing. The insulin pump failed the self test and passed the displacement test. Broken trace noted at pin of ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had trouble with the buttons on the pump and almost all buttons but intermittently happened. It was reported that the customer buttons were hard to press and sometimes doesn't respond. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.